Event description:
It was reported that a spectrum pump wireless battery module had fluid intrusion. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion which was confirmed through observation and not reproduced. Evaluation found the device's wireless connection capabilities inoperable. It was paired with a known good spectrum pump and found the device's wireless connection capabilities are inoperable due to a "will not connect" condition. Further investigation revealed cause to be corrosion on the wireless module flex and radio printed circuit board as a result of fluid intrusion. The device was retired from service.